Event description:
Pt here for y-90 mapping. R femoral artery accessed with 5fr sheath. After several injections of hepatic atrial system md attempted to coil off the gastroduodenal artery and it was determined to use the ruby coil 3mmx15 cm. During deployment they had issues pushing coil through the renegade stc 18 catheter. The coil was then placed through the progreat catheter deployed and detached under fluoro with no issues. Under fluoro the remaining ruby coil delivery system was removed. After several puffs of contrast md did a dyna CT when it was noticed a foreign object in the aorta next to the catheter. Md used a 7fr sheath and en-snare to retrieve the object, which was successfully retrieved, upon removal it was determined to be part of the ruby coil deployment system.